Event description:
Boston scientific/target was notified that during a clinical study during deployment of the first coil, matrix firm-2d coil, it got stuck inside the tracker excel-14 microcatheter and could neither be advanced nor retracted. Attempts to change the position of the catheter failed. Attempts to retrieve the coil plus the catheter at the same time failed, as the coil loops were kept inside the aneurysm by the narrow neck. Some loops were inside the aneurysm, some loops and the catheter tip inside the parent artery. Upon another attempt to pull back to pusher wire, the coil broke apart from the pusher wire at the detachment gap. The catheter and the pusher wire were removed and the proximal coil end wound up, coiled up in the internal carotid artery. The pt had thrombus and incomplete occluded aneurysm. The internal carotid artery was occluded the following day. The current status of the pt is good.